Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v911605, implanted: (B)(6) 2013, product type: lead. Product ID: 387360, lot# va08110, implanted: (B)(6) 2013, product type: screening device. Product ID: 3487a-45, lot# va00l37, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-45, lot# va00l37, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-45, lot# v911605, implanted: (B)(6) 2013, product type: lead. Product ID: 387360, lot# va08110, implanted: (B)(6) 2013, product type: screening device. (B)(4).

Event description:
It was reported the patient had a loss of stimulation/therapeutic effect. It was noted the patient had stimulation for the first couple of days of their trial. The patient¿s hip pain was 0 instead of the normal 8-10. They noted that something happened while they were sleeping, they had some bleeding that had since stopped, the dressing came undone, and stimulation changed somehow. The patient still had stimulation in their hip but their pain was back. It was noted an appointment was made for (B)(6) 2013 to have dressing addressed and to see if reprogramming would help. Patient status was noted as no injury or adverse event. Additional information noted an x-ray showed ¿some downward movement of the leads.¿ the patient was reprogrammed and their dressing was changed. There was no further bleeding noted by the patient. Following programming the patient was doing much better with pain below 4 when they are typically between 8 and 10. Additional information noted the patient was doing great with their painful areas under control.

Manufacturer narrative:
(B)(4).